Event description:
It was reported that the patient experienced pain at the lead anchor site. It was noted that the anchor was visible through the skin. It was also reported that the patient had inadequate pain relief despite reprogramming attempts. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7085275/7085901. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 753363.